Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump completely died and had been taking shots. The battery and reservoir compartment were completely broken. The insulin pump had a blank display and then received an unexpected restart alarm but the screen then went blank again. Customer's blood glucose level was 148 mg/dl. The customer tried to bolus but when she pressed the up arrow button the numbers on the screen kept scrolling. After replacing the battery the keypad was unresponsive. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.